Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were in range on the day of the event. The customer noted an insufficient/ excess integrated multisensor technology (imt) diluent in port error before the initial run of the sample. Siemens remotely assisted the customer and primed all the reagents five times, aligned pump rates, and performed calibration, which recovered acceptably. The customer ran random sample precision testing which showed consistent results, and reviewed qc data. Siemens reviewed the instrument data and ruled out the reagent issues as qc recovered within acceptable ranges on the day of the event. Siemens further evaluated the event and determined that the insufficient amount of diluent for the sample dilution in the imt port, potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered lower than the initial result and was considered correct. A new sample was drawn and processed on the original instrument. The re-drawn sample result recovered lower than the erroneous result and matched the repeat result that was run with the original sample and was within the normal patient reference range. Both the repeat results matched and were within the normal patient reference range. Both the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated na result.